Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), a penumbra system red43 reperfusion catheter (red43), a benchmark bmx 96 access system (bmx96), and a guidewire. During the procedure, the physician advanced the red72 over the red43 through the bmx96 and into the patient. While positioning the red72 near the m1 segment of the mca, the physician noticed that the red72 was no longer moving even though the physician was attempting to advance it further. The physician noticed under fluroscopy that the red72 was damaged. Therefore, the physician decided to remove the red72 and red43. Upon removal of the devices, the physician noticed that the red72 had fractured into two pieces but remained connected by an inner wire approximately 15 centimeters from its hub. The procedure was completed using the same red43 and the same bmx96. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report: 3005168196-2024-00425. 1. Section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red72 reperfusion catheter (red72), a penumbra system red43 reperfusion catheter (red43), a benchmark bmx 96 access system (bmx96), and a guidewire. During the procedure, the physician advanced the red72 over the red43 through the bmx96 and into the patient. While positioning the red72 near the m1 segment of the mca, the physician noticed that the red72 was no longer moving even though the physician was attempting to advance it further. The physician noticed under fluoroscopy that the red72 was damaged. Therefore, the physician decided to remove the red72 and red43. Upon removal of the devices, the physician noticed that the red72 was fractured at the proximal length. The procedure was completed using the same red43 and the same bmx96. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red72 confirmed a fracture on its proximal shaft. Evaluation revealed that the support coils were unraveled at the fractured site. If the proximal end of the red72 is manipulated at an angle during advancement, damage such as a kink and subsequent fracture may occur. Based on the reported event, the kink likely occurred during advancement and the kink subsequently worsened to a fracture during continued attempts to advance the damaged red72. The inner support coils may have unraveled during removal of the device from the procedure. Further evaluation revealed that the device was kinked along its length. This damage was incidental to the complaint. The kinks likely occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.